Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a tumorectomy procedure. The issue occurred intraoperatively and delayed the surgery by less than one hour. It was reported that there was an issue with the fixation of the support arm joints. The surgery was completed without navigation and there was no impact on patient outcome. The medtronic representative reported that the joint part of the arm was stuck and the handle could not be rotated . As a result, it became impossible to adjust the arm. The articulating arm was tight.

Manufacturer narrative:
Patient information was unavailable from the site. Ther relevant device(s) are: product ID: 9734252, serial/lot #: unknown, UDI #: unknown. No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. (B)(6). The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a tumorectomy procedure. The issue occurred intraoperatively and delayed the surgery by less than one hour. It was reported that there was an issue with the fixation of the support arm joints. The surgery was completed without navigation and there was no impact on patient outcome.